Event description:
It was reported that during a bilateral stent graft placement through excluding a saccular aneurysm at the common iliac artery, the device allegedly failed to deploy. The stent graft delivery system was removed. It was further reported that the device allegedly stuck. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the evaluation of the returned sample, the stent graft was found partially deployed. The outer sheath was found elongated and fractured. Based on sample evaluation no indication was found that a manufacturing related issue may have caused or contributed to the reported issue. In this case, a 10f introducer sheath and a 0.035 inch guidewire were used. Based on the information available, the reported issues were confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential factors. The instructions for use state: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' ; the packaging labels indicate an introducer size of 10f. 'Prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Furthermore, the instructions for use state: 'prior to stent graft deployment in tortuous anatomy, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. H10: d4(expiry date: 07/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 07/2023). Device not returned.

Event description:
It was reported that during a bilateral stent graft placement through excluding a saccular aneurysm at the common iliac artery, the device allegedly failed to deploy. The stent graft delivery system was removed. It was further reported that the device allegedly stuck. The procedure was completed using another device. There was no reported patient injury.